Event description:
Hcp reported patient underwent a catheter replacement in 2003. Following the replacment, the pump was emptied of lioresal 2000 mcg/ml and filled with lioresal 500 mcg/ml and a bridge bolus was performed to go from a 2000 mcg/ml concentration to the 500 mcg/ml conconcentration. The internal pump tubing of 0.26 was included in the calculation. The patient received an overdose of medication. The patient also had narcotics during the surgical procedure. The patient was comatose. Patient was ventilated and spent 24 hours in ICU. Pump stopped. Patient has recovered.